Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of spectrum iq infusion pumps alarmed downstream occlusion. It was also noted that during downstream occlusion alarms, the pump sometimes resumes infusion after pressing ok, but other times no restart prompt appears for several minutes. This delay impacts timely medication delivery. Since this is a nicu, a restart option is not available for their care area. There was no report of patient injury or medical intervention associated with this event. No additional information is available.